Event description:
The facility's biomedical engineering department reported concurrent flows from a piggyback and a primary container. A piggyback of "pentaspan (plasma volume enhancer)" was being infused at a rate of 500 ml/hr and a volume to be infused of 500ml when the reported event occurred. No patient injury has been reported. No additional information available.

Manufacturer narrative:
The pump is not available for evaluation. The serial number of the device was not identified by the facility. Should the pump be received for evaluation or if additional information becomes available, a follow up report will be filed.